Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step whe filling a cartridge. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge.. Customer loaded a new cartridge to resolve the issue/customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer.